Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient with a micro-stent that was implanted into the ciliary body, pushed back to the anterior chamber (ac). Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of implanted in the ciliary body/pushed back into the anterior chamber; therefore, the condition of the product could not be verified. There was no report of intraoperative complications associated with implant, and no report of device failure. Anteriorization of the device after implantation is a known complication associated with device use, and the risk of this complication (and recommendations for management) are clearly presented in the product labeling. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. Possible root cause is that anteriorization of the device after implantation is a known complication associated with device use, and the risk of this complication (and recommendations for management) are clearly presented in the product labeling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).